Event description:
It was later reported that the svc impedance was high and triggered an alert. A lead revision is scheduled and the lead remains in use.

Event description:
It was reported that the superior vena cava (svc) impedance had been fluctuating from low to high. All other impedances and values are within normal limits. The lead remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.